Manufacturer narrative:
Correction to evaluation code method, result and conclusion. Component codes added. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when power was activated, a 980 ventilator had an abnormal beep sound near the exhalation filter, the message "ventilator inoperative" displayed on the sub screen and white smoke was "confirmed" the device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced direct current (dc)-dc converter printed circuit board (pcb) and graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The ventilator passed all tests and calibrations per manufacturer specifications and was returned to the customer. One dc-dc convertor pcb was received for failure analysis. A visual inspection of the returned pcb was conducted. The capacitor c83 was severely thermally damaged, burn marks on the pcb and with smoke damage on the pcb. A design improvement was introduced for the dc to dc converter pcb to address tantalum (tamno2) type capacitor issues. One gui cpu pcb was received for failure analysis. A visual inspection of the returned pcb was conducted. There was burn marks on the pcb and with smoke damage on the pcb. This was resulting from a component failure on an adjacent dc-dc pcb, which was returned as part of this complaint. The issue isolated to damage component. The likely cause of the event was isolated to damaged capacitor c83 in dc-dc convertor pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when power was activated, a 980 ventilator had an abnormal beep sound near the exhalation filter, the message "ventilator inoperative" displayed on the sub screen and white smoke was "confirmed". The ventilator was not in use on a patient at the time of the reported event.